Event description:
It was reported that the left ventricular lead had dislodged one day after implant resulting in high thresholds and diaphragmic stimulation. It was also noted that the patient was advised for epicardial left ventricular lead implantation due to small coronary sinus branches but the patient refused. The device was then programmed as a dual chamber ICD (implantable cardioverter defibrillator) as no further actions will be taken. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.